Manufacturer narrative:
As reported by the end user, the mechanism by which the "wheel locks did not hold" were not able to be determined over the phone and the customer refused to return his chair for examination. User claims "the tires are not mounted centered in the wheels and does not make it perfectly round." These claims cannot be confirmed by the dealer, nor by sunrise due to the end user's refusing to allow additional investigation. It is unknown what may have caused the wheel locks to "not hold". Without being able to examine the chair, we cannot validate the end user's claims. There were no medical records provided to validate claim of injury. Due to user's claim that he "hit his head, cut his cheek, and chipped a tooth," this MDR is being filed out of an abundance of caution. Sunrise considers this matter closed. However, should additional future information come into sunrise's possession, a follow-up will be provided at that time, if deemed necessary.

Event description:
Patient called into customer service with complaint of wheelchair "wheel locks did not hold and resulted in a fall out of the chair. End user claims "he hit his head, cut his cheek, and chipped a tooth." He claims that he "went to the hospital for treatment," but would provide no details of injuries, diagnosis, or treatment. This MDR is being filed out of an abundance of caution.